Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter was displaying an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started ¿several months¿ ago. The patient manages her diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, at an unspecified time after the alleged issue occurred, she developed ¿sore fingers¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The patient¿s meter has been returned on 9/9/2014 and evaluated by lifescan product analysis on 10/8/2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (11/04/2014). The patient¿s test strips have been returned on 10/6/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.